Manufacturer narrative:
Following a documentary review conducted by the manufacturer, it has been determined that the product met its specifications. However, due to the absence of the returned product for technical investigation, it is not possible to definitively confirm the reported incident of "thrombosis." The most likely cause appears to be a complication, which is consistent with the risks identified in our risk management file and the complications clearly outlined in the instructions for use (IFU). Consequently, this complaint is classified as "no definitive conclusion" and "unverifiable" due to the lack of returned product. Item number, item description, lot number, expiration date, manufacture date, UDI: (B)(4), xcela power injectable port with 8f x 750 mm attachable polyurethane catheter and silicone plugs, 150639000, 12/20/2026, 12/21/2021, 0764011098229.

Event description:
On or about (B)(6) 2022, patient underwent placement of an angiodynamics xcela product (model number h965451270, lot number 150639) (B)(6), by dr. (B)(6), m.d. The device was implanted for the purpose of ongoing IV chemotherapy for the treatment of lung cancer. On or about (B)(6) 2023, patient presented to (B)(6) clinic, to undergo a CT with contrast secondary to sudden swelling in the right anterior neck. The CT results indicated there was evidence of right jugular vein thrombus along the xcela "tubing." On or about (B)(6) 2023, patient underwent removal of the xcela port by dr. (B)(6), m.d., secondary to right intrajugular deep vein thrombosis associated with the xcela port catheter. Subsequent to the port removal, patient began taking eliquis, a blood thinner.